Event description:
Patient was referred for a lead revision due to experiencing a lead pulling sensation. The patient underwent surgery but their lead was not replaced, only loosened to relieve the pulling sensation. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a battery replacement due to increased seizures (captured in MFR. Report #1644487-2024-00454) and the pulling sensation did not resolve. The patient also had x-rays taken and the image was reviewed. The generator was located in the patient¿s upper chest, but due to the view it cannot be confirmed if the generator is located in the left chest. No further assessment could be determined from the one image provided due to the lateral view not fully showing the generator and the lead. The cause of the patient¿s lead pulling, and cyst could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Event description:
Further information was obtained indicating that the patient was scheduled for repositioning surgery of their generator with a possible new incision and capsulectomy. The patient then underwent surgery and their generator pocket was moved for patient comfort.